Manufacturer narrative:
The reported events of noise and oversensing was not confirmed. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for follow up with oversensed noise exhibited by the right ventricular lead. The lead was explanted. There were no patient consequences.